Event description:
It was reported that immediately after insertion of the iab, the pump experienced helium leak alarms. After several hrs of alarms, it was decided to remove and replace the iab. There were no pt complications.